Event description:
Baxter field service technician serviced a colleague device for a battery issue. There was no adverse event, patient injury, or medical intervention associated with this report. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. This issue has been escalated to CAPA. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.